Event description:
The customer reported that the insulin pump's reservoir compartment was cracked and moisture was visible under the screen. The customer also reported that the device's buttons were sticking and there was a battery out limit. The customer reported that the moisture under the display may have been due to humidity. Blood glucose level at the time of the incident was 409 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.